Event description:
The device was tested prior to use before handing it to the doctor. A laser was used. The doctor removed part of the stone after using the laser successfully. This happened retrieving other pieces. One basket broke at the top where all the wires meet. 2nd one broke down at bottom of basket. The doctor was removing a piece of the stone and the stone fell out as basket was closed. He did nothing different than he normally does with this procedure. The basket & stone were coming out fine and then lost the piece of stone. Was removed from the proximal ureter.

Manufacturer narrative:
Corrected data: b5 (information inadvertently missing in the initial report) investigation ¿ evaluation the complaint device was not returned for an evaluation and no photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, manufacturing instructions, and quality control data. A search of the north american distribution center (nadc) database shows all devices from lot 9168445 have been shipped. No similar product from the same lot is available for investigation. The device history record was reviewed and found there were no non-conformances associated with the complaint device lot number 9168445. A search of complaint records determined this is the only complaint that has been reported for this lot number. The complaint device was not returned for investigation and all other products from the lot had been distributed to customers. There have been no other complaints reported for the same lot. As per the instructions for use (IFU) precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. From the provided information, one basket wire broke in the distal end of the basket, and the other device broke in the proximal end of the basket. Devices are inspected for damage and functionality prior to packaging, including a tensile test of the basket subassembly. The IFU contains cautions about manipulating the device to prevent damage. Possible causes for a broken basket wire include: ¿ wire exposed to a laser when breaking up stones. ¿ excessive force applied to the wires during the procedure. ¿ manufacturing issue with the basket wires, or process issue when forming the basket / constructing the device. Without the devices available for investigation, a determination of the cause could not be concluded. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. Device code: break is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure the extractor broke while they were retrieving stones. This occurred with two devices from the same lot during the same procedure. They successfully completed the procedure with another device of the same type. As reported, there was no unintended section of the device remaining in the patient¿s body. No additional procedures were required and there were no adverse effects on the patient as a result of this occurrence.